Manufacturer narrative:
(B)(6). (B)(4). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004, the patient underwent lumbar fusion at levels l3-4 wherein rhbmp-2/acs was implanted from a posterior approach. Post-op, the patient had increasing low back pain, and weakness, numbness and tingling in his right leg. The patient continued to experience constant back pain, with pain radiating to his legs, muscle spasms, and numbness and tingling from his right knee to his ankle. He was unable to sit or stand for extended periods.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2004: the patient was pre-operatively diagnosed with herniated nucleus pulposus midline l3-4 degenerative disc disease; and underwent the following procedures: decompressive laminectomy l3-4, discectomy l3-4, posterior interbody fusion l3-4, pedicle screw fixation l3-l4, and placement epidural catheter for analgesia. As per op-notes, ¿the bone that had been secured during the laminectomy had been cleaned and then passed through a bone mill to the proper consistency. The space was then packed with bone, first on the left side. A 17-mm peek cage was then prepared with bone morphogenic protein and placed into the disc space on the left. The remaining bone was then packed in from the right side, and a second 17-mm cage packed with bone morphogenic protein was placed on the right side thus completing the posterior antibody portion of the procedure.¿ the patient tolerated the procedure well without any intraoperative complications.